Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse went on-site and replaced the power tray assembly (pta). The system was verified and ready for use. The unit was analyzed, and the core power tray assembly was installed and tested on the is4000 final test system 1 and the vision side cart (vsc) was not powering up. Troubleshooting the failure was performed by an abab swap with a good know power supply and vsc cart was able to power up. Installed back the bad power tray and failure was replicated. Checked on both power supply 12-volt test and both power supply passed. Replaced the power distributor (ipd) pca board with a good test pca unit and it still failed.

Event description:
It was reported that during a da vinci-assisted general surgical procedure, the customer performed power cycle of the system due to vision issue. After power cycle, the vision side cart (vsc) would not power on. Technical service engineer (tse) informed the customer to verify that power cables are seated properly. The customer confirmed that power cables are seated properly. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the system functionality was checked upon powering up and it initially did power on without errors. Cycle circuit breaker of vsc. Moved power cable of vsc to another power outlet. The procedure was converted to laparoscopic surgery. No patient injury or harm.